Event description:
Lb was notified on 2022-05-17 by (B)(6).: "after attempting to impact the final poly spacer, it appeared to have been locked in place, but in reducing the knee into extension, the poly seemed disassociated posterior from tibia implant (lot # 1949231). The surgeon then removed the poly and requested a second one (lot # 1949232). With the second poly after appeared to not lock in the back after impacting, the surgeon requested a third poly. After cleaning out soft tissue and placing the knee in deep flexion, the poly locked in place. After closing the patient and performing rom the knee appeared to be stable and the surgeon appeared to be satisfied with the function of the knee. The processed added only a couple of minutes to the entire case." [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. The report is delayed due to original classification of the case as non-reportable. Due to the recent FDA inspection we re-evaluated the complaint in comparison to similar complaints with different outcomes and therefore determined that it is reportable. We have addressed this observation in CAPA-23-08.